Event description:
Straight shots into pt. Dr also stuck his finger.

Manufacturer narrative:
There is an indication that the subject product is going to be returned for evaluation, but it has not been received to date. A follow up report will be submitted after subject has been received and evaluation has been completed.